Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device evaluation was performed. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device was opened and examined. The reason for the loss of time was not determined. Analysis of the memory noted a rate fault reset in the reset counter. No evidence of advisory issues was found in memory or operation of device.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.